Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted urology prostatectomy simple transabdominal surgical procedure, the customer saw possible melting on a maryland bipolar forceps instrument. Use of the instrument was discontinued. The procedure was continued with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the customer noticed the resin and insulating parts were melted. No arcing was observed and there was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have charring and/or localized melting on the outer surface near the conductor wire. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. Additional observation: the instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause is attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use.

Event description:
Refer to h11 for follow-up information.